Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the implanting physician believes the ins was prematurely depletion. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the ins being interrogated pre-operatively. Interventions/actions included the ins being replaced with a similar model. Unknown if the issue is resolved. The patient's medical history included the spouse reporting that the patient had a left hemisphere stroke in (B)(6) 2019. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery had no significant anomalies. If information is provided in the future, a supplemental report will be issued.